Event description:
During an atrioventricular nodal reentrant tachycardia ablation with precision 3d system, a 2nd degree av block occurred. Radiofrequency ablation was applied far from the bundle of his. The procedure was stopped and the patient was treated with isoprenaline. There was no need for immediate pacemaker implant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported heart block remains unknown.